Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# n180750010, implanted: (B)(6) 2009, product type: catheter. Product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2009, product type: pump. (B)(4).

Event description:
It was reported the patient had pain and numbness going down the left leg. The health care provider (hcp) felt the catheter may have been irritating a nerve causing discomfort. The spinal segment of the catheter was replaced. The system was being used to deliver gablofen. The patient status at the time of the report was ¿alive ¿ no injury.¿ it was later reported the issue seemed to have resolved. The patient was receiving good control of spasticity without other complaints associated with therapy.

Manufacturer narrative:
Concomitant products: product ID: 8711, lot# n180750010, implanted: (B)(6) 2009, product type: catheter product ID: 8709, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: catheter.